Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, unk-sigadapt, unknown signia egia adapter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a rectosigmoid surgery, there was no issue in assembling the powered stapler. When the powered stapler was articulated in the rectosigmoid, the reload rectified to the initial position without activating the commands. When the surgeon articulated again, a crack was heard and the reload was broken in rod fitting unable to start stapling. The broke part disengaged but it did not fall into the patient¿s cavity. A new reload was used to resolve the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the proximal end of the reload adapter was broken. It was reported that during articulation, the reload broke in the rod fitting and disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur due to over flexure of the reload while attached to the instrument. It was also reported that when the powered stapler was articulated in the rectosigmoid, the reload rectified to the initial position without activating the commands. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was additionally reported that during articulation, a crack was heard. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a rectosigmoid surgery, there was no issue in assembling the powered stapler. When the powered stapler was articulated in the rectosigmoid, the reload rectified to the initial position without activating the commands. When the surgeon articulated again, a crack was heard, and the reload was broken in the rod fitting, unable to start stapling. The broken part disengaged, but it did not fall into the patient¿s cavity. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. It was reported that the device was broken and the component was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when over flexure of the reload while attached to the instrument. It was also reported that the instrument made strange noise and there was an uncontrolled articulation. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.